Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2024-01335. It was reported that the patient was unable to set the system into MRI mode due to high impedances. Surgical intervention was undertaken on (B)(6) 2024 wherein the leads were explanted and replaced to address the issue. Therapy was restored post procedure.